Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 6 cm and 7 cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported of leaking chemotherapy from exit site. Line needed to be replaced and delay in treatment. No other information provided, at this time. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was inserted (B)(6) 2024 removed (B)(6) 2024. Total catheter length 55cm, inserted to basilic vein, exit site 4cm, locked with nacl 0.9%, secured with 4fr securacath between 2-4cm, and dressed by 90-degree turn. PICC used for oncology (paclitaxed). Not known if used for CT scans. No known occlusions. Leak was identified by leaking at the exit sit, identified as internal leak at 7cm mark. Leak discovered in the hospital. Patient did take PICC home but did not complete catheter maintenance. No xray images are available for this event. Catheter site cleaned with chloraprep (3ml). Unknown if patient participated in any physical activities outside of the hospital.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported of leaking chemotherapy from exit site. Line needed to be replaced and delay in treatment. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported of leaking chemotherapy from exit site. Line needed to be replaced and delay in treatment. No other information provided, at this time. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was inserted on (B)(6) 2024 removed on (B)(6) 2024. Total catheter length 55 cm, inserted to basilic vein, exit site 4 cm, locked with nacl 0.9%, secured with 4fr securacath between 2-4cm, and dressed by 90-degree turn. PICC used for oncology (paclitaxed). Not known if used for CT scans. No known occlusions. Leak was identified by leaking at the exit sit, identified as internal leak at 7 cm mark. Leak discovered in the hospital. Patient did take PICC home but did not complete catheter maintenance. No xray images are available for this event. Catheter site cleaned with chloraprep (3 ml). Unknown if patient participated in any physical activities outside of the hospital.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported of leaking chemotherapy from exit site. Line needed to be replaced and delay in treatment. No other information provided, at this time. Additional information received 10/18/2024: it was reported PICC placed in basilic, exit site 48cm external length 4-6cm and secured with a secureacath, total length 55cm. Catheter broke at 6.5cm mark while the patient was in the hospital. Catheter site was cleaned with a chloraprep 3ml.